Manufacturer narrative:
Method of evaluation: review of information provided to lifecell. Review of returned product. Results of evaluation: investigation into lot s11057 resulted in no remarkable findings with no deviations or non-conformance associated with the nature of this complaint. Review of the device distribution and implantation history revealed that as of 06/13/2012, (B)(4) devices were distributed from lot s11057 w/(B)(4) devices reported as implanted and no other complaints reported to lifecell against the lot. Review of returned product is being performed. Conclusion: investigation is on-going. Based on the results to date, the complaint related lot s11057 met qc release criteria including mechanical testing. The device has been returned to lifecell and is undergoing evaluation. A follow-up report will be submitted with complete investigation results.

Event description:
It was reported to lifecell that in (B)(6) a patient underwent breast revision surgery on an unknown date in (B)(6) 2013, and strattice was implanted. In (B)(6) 2013, a patient returned due to issues with right breast; imaging revealed seroma and detachment of device. Patient was returned to surgery and a detachment of approximately 6cm was found. Sutures were still present on the chest wall side. Device was explanted and replaced with a new strattice piece using both interrupted non-resorbable suture and a continuous resorbable suture along all device edges and 2 drains placed. It is reported that the explanted strattice will be returned to lifecell for evaluation.